Manufacturer narrative:
This lead's allegation was confirmed. The lead cathode and anode conductor coils are fractured. Due to the location, the fracture was near the proximal end of the suture sleeve location. There is a slight bend noted at this location and the inner insulation is torn/abraded as well.

Event description:
Boston scientific received information that this left ventricular (lv) was fractured which was confirmed through x-ray. The lv lead was explanted. No additional adverse patient effects were reported. This supplemental reported is being filed due to the product investigation result received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 49 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular-first rib (subclavian) area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific received information that this left ventricular (lv) was fractured which was confirmed through x-ray. The lv lead was explanted and returned for analysis. No additional adverse patient effects were reported. Additional information was received indicating that the patient had fallen and fractured their leg. It was reported that, around that time, the lead was fractured also. Approximately two weeks after the fall, lv impedance had jumped suddenly. The reported wondered if the lead fracture may have resulted from the fall.

Event description:
Boston scientific received information that this left ventricular (lv) was fractured which was confirmed through x-ray. The lv lead was explanted. No additional adverse patient effects were reported.